Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer lost control of her vehicle and hit another vehicle ahead on. The customer was taken to the hospital and pronounced dead. It was stated that the insulin pump was disconnected in the emergency room. It was stated that the device was alarming, and the battery was removed from the insulin pump. The customer's sister stated that the battery was removed, because they did not know how to stop the alarm. It was stated that the insulin pump was damaged in the accident. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received without the battery. Cracked reservoir tube lip noted. The insulin pump was received with the original reservoir in the pump and p-cap was broken off. Unable to prime during the prime alarm test. The insulin pump passed the displacement test. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm tests due to prime anomaly. Unable to verify root cause of prime fill anomaly due to pump preservation. Device was unable to prime during prime test due to faulty force sensor resistor. The initial report was submitted on august 1, 2011. Non-destructive returned product analysis was completed and the results were reported on september 1, 2011. Recently the device has been released for destructive analysis, and destructive analysis has been completed. This supplemental report was created to report new information obtained from the destructive analysis.